Event description:
The customer reported to olympus, the autoclavable camera head encountered a communication error. The issue was found during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of error e224 was confirmed which was due to a faulty cable. The image was still present. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning ¿ never use the camera head on a patient if any irregularity is observed. The irregular camera head may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." Pg. 17. The most likely cause of the reported issue was due to component failure. Olympus will continue to monitor the field performance of this device.